Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that, prior to the use, the temperature probe sensor was coiled and the tip of the probe was not near the tip of the catheter. The temperature probe was 2-3 inches from the tip of the catheter. No patient involvement.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the returned sample noted one opened (no original packaging present), meter bag attached to a silicone temperature sensing foley catheter. The wire appeared as if it was pulled on, with the thermistor wire twisted and kinked in the shaft and the sensor was not in the tip. The tip of the thermistor not being located in the tip and the kinking of the wire were out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."

Event description:
It was reported that, prior to the use, the temperature probe sensor was coiled and the tip of the probe was not near the tip of the catheter. The temperature probe was 2-3 inches from the tip of the catheter. No patient involvement.